Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege physical injury, pain, bodily impairment, and elevated metal ion levels. Update 02/06/2014 - medical records were obtained. Medical records indicate dob and side information. Doi has been identified and will be corrected. Part/lot for cup and head have been identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on 02/19/2014. Update ad 30 sep 2019: (B)(4) has been re-opened under (B)(4) due to medical records received. After review of medical records the patient was revised to address adverse local tissue reaction to mom recalled asr implant resulting to pain, and elevated co and cr metal levels. Operative note reported previous scar removal, abundance of abnormal fluid and tissue inside the joint, large reactive membrane around the cup and behind the cup there was a cysts, fibrous membrane and osteolytic cysts with dark fibrous tissue. Doi: (B)(6) 2007; dor: (B)(6) 2019; left hip. Added dor, medical history, patient harm, revision hospital, surgeon name, expiration date and UDI of cup and head.